Event description:
Additional information received reported that the patient reported having relief during the trial. It was noted that it came up if the same doctor who did the trial would be putting in the implant and the patient was told no that they would have a neurosurgeon for that and put the leads in. It was further noted while the patient was being wheeled into the operating room he was told that the doctor who put in his trial leads would be doing the implant. It was noted that the patient had all of the stimulation in his front instead of his back. It was noted that the patient had a second doctor do a second implant and it worked fine.

Event description:
It was reported that with the patient's initial implant, he was getting stimulation in his stomach instead of in the lower back and both legs, which was what the device was intended for. It was reported that the lead had been placed in the wrong area. The patient stated that another hcp ended up replacing the lead approximately four months after implant. The manufacturer's device registry showed that the patient's entire system was replaced. Since the replacement stimulation had worked for the patient and helped his symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead, model 377860, lot# n0051949, implanted: 2008 (B)(6), inactivated: 2008 (B)(6); lead model 377860, lot# v008827, implanted: 2008 (B)(6), inactivated: 2008 (B)(6); programmer model 37743, serial# (B)(4); recharger model nka112358n.